Manufacturer narrative:
The complaint for valve deployed too ventricular position was confirmed with objective evidence with the provided images. No manufacturing or functional non-conformities were found or identified from the imaging evaluation. Available information suggests that procedural, patient related, and imaging issues may have contributed to the event.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where an edwards sapien valve was successfully deployed in the edwards evoque valve due to possible malposition of the valve upon deployment of evoque valve. During the procedure, there was a difficult time in getting septal leaflet capture. When there was somewhat acceptable leaflet capture, there was very unfavorable trajectories with the catheter in the septal to lateral region. Upon deployment, the valve did malposition in the posterior and possible lateral areas of the annulus and significant tr was noted. It was discussed with the team at the case to perform a valve in valve. Very trivial tr is noted post deployment of sapien in evoque valve. Patient and valves are stable. Additional info received from the cs stated that the malposition of the valve happened after deployment when the ds was in the ra at this point. Maneuverability issues were noted with the valve and delivery system at atrial flip of the anchors. The valve was deployed ventricular to the native annulus and the malposition on the posterior lateral side of the evoque valve was noted 1-2 minutes after valve deployment. It appears on procedural imaging that the wire or nose cone was interacting with sub-valvular anatomy. There was appropriate volume optimization the day of the procedure. The valve location on tee in all views indicated where we were ventricular in the anatomy when deployed. Anchor height was not up against the annular hinge point when deployed like it should be.